Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that needle retraction failure occurred during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "stated the safety mechanism failed, no patient involvement."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "stated the safety mechanism failed, no patient involvement."